Event description:
The gia staple load would not fire. It would open and close, but not engage the tissue. Multiple loads were used before and after this load which all worked fine.what was the original intended procedure?right lobectomy, vats, lower wedge resection.device #1is this a laboratory device or laboratory test?no.